Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual devices were not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which did not clearly reveal the reported issue. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition could not be verified via the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [two (2) to three (3)] of intravia containers had white hair-like filaments floating inside the primary containers. This issue was identified in the pharmacy after filling during a final check. There was no patient involvement. No additional information is available.